Manufacturer narrative:
(B)(4). Device evaluation: the report that the PICC failed under pressure injection was confirmed. Returned was a 2-lumen catheter marked 5.5fr on the juncture hub. The catheter body was cut off at the 15cm mark. Visual examination showed the catheter body had ruptured and split between the 41 and 42 cm marking. There was also a kink in the catheter body between the 39 and 40 cm mark. If a kink in the catheter body was present during pressure injection, it could cause a localized buildup of pressure in the catheter body. A 10ml syringe was used to inject water into the catheter and it showed that the proximal lumen had ruptured. The catheter was then leak tested by injecting water into the distal extension line. The lumen was pressurized with water to 45psi for 30 seconds. The opposite end of the lumen was occluded during testing. The distal lumen did not leak. The instruction booklet provided with the set contains the indication that the maximum pressure of pressure injector equipment used with the pressure injectable PICC may not exceed 300 psi. The customer did not report the pressure used during the procedure. The device history records for the catheter were reviewed with no evidence to suggest a manufacturing related issue. A risk other remarks: evaluation was completed for this complaint issue. Based on the appearance of the rupture and the kink in the catheter, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the radiology department. The dual luman PICC failed under pressure injection and caused an extravasation in the patient's arm. The catheter was placed on (B)(6) 2016 and was functioning properly until the patient was taken for a cat scan. As a result, the catheter was removed under fluoroscopy. There was no patient death reported. Follow up information states psi was 1 cc/sec. The PICC was used for a cat scan on (B)(6) 2016 without a problem. It is not known which lumen was used. The extravasation was discovered by a physician during viewing of the cat scan. No catheter segments were left in the patient during removal. The purple lumen was used for scan. The catheter was flushed and blood aspirated prior to infusion. There was no patient harm reported. It is unknown if they performed a scout film prior to infusion.